Manufacturer narrative:
The device was returned for analysis. The reported ¿failure to deploy¿ was confirmed as it was observed that the posterior needle tip was partially caught in the foot pocket. In addition, the returned device analysis found one anterior cuff tab detachment that was not returned with the device. Cuff tabs measure one one-hundredth (0.01) of an inch square and due to the extremely small size; a missing cuff tab is not visible without magnification and would not be noted by the user. It should be noted that the perclose proglide instructions for use (IFU), states: perform a femoral angiogram to verify the location of the puncture site. The reported IFU violation would not have contributed to the reported difficulties. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6- device code 2616 was added.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a right common femoral artery was attempted using a proglide device with an 8f sheath after a neuro interventional procedure. A femoral angiogram was not performed. Reportedly, the proglide device failed to deploy. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.